Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/29/2020. Additional information: h6. Additional h3 device evaluation summary: actual complaint sample can't be returned. The batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. Batch ld2aa the device history records reviewed and no issue found.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cesarean section procedure on (B)(6) 2019 and suture was used. The suture broke at the time of ligation for hemostasis. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.